Manufacturer narrative:
The evaluation found the coating at the connecting tube was found to be peeling off. The customer's reported issue was confirmed as the instrument channel is leaking. Additionally, the up angulation is below standard specification due to a worn angle-wire. The subject scope has no previous repair records. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, the exact cause of the reported issue could not be conclusively determined. Based on the available information, the event was potentially caused by physical stress/chemical stress/storage environment, etc. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states the following: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. The reprocessing manual also states, this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal -warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk. Olympus will continue to monitor complaints for this device.

Event description:
Olympus (okr) field service engineer was informed that ¿liquid leaks at the channel¿ from the customer evis lucera broncho-videoscope during preparation for use. The scope was returned to olympus for service. Upon inspecting and testing, the coating at the connecting tube was found to be peeled off (reportable). No patient injury or harm was reported to olympus.

Manufacturer narrative:
Correction to device available for evaluation: date returned to manufacturer january 07, 2022.